Manufacturer narrative:
Conclusion: the quality records indicate that all the specified characteristics (material, measurements, surface, and so on) were in conformity with the requirements in force at the time of manufacturing. The investigation including the evaluation of the device shows that there is no sign of a material or production failure. This MDR is being submitted late, as this issue was identified during a retrospective review of complaint files. (B) (4)

Event description:
It was reported that durom cup had merged to a vertical position. Patient was female highly medicated. Per surgeon, she was a problematic patient with long medical history.